Event description:
This complaint became reportable based on the analysis completed on 08/11/2008. It was reported that during an unspecified procedure, irregularity of the guide wire coating was observed. Attempts were made to advance a balloon over the guide wire when resistance was encountered. It was not specified how the procedure was completed. No patient complications were reported. Returned product analysis found an irregularity of the ptfe coating.